Manufacturer narrative:
The investigation for the reported vessel damage has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the vessel damage was most likely due to use issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after placement of impella cp patient developed large hematoma, contralateral access gained, and groin shot visualized small dissection of common femoral artery. Manual compression was held for an hour and 30 minutes, contralateral site utilized again to view femoral artery and bleeding had stopped. The physician decided to leave impella at this point. It was further reported that when explanting the impella, vascular surgeon closed the impella access site. The patient is stable.